Event description:
The customer reported a leak of clear fluid dripping from under the coulter lh 780 hematology analyzer. The customer indicated that approximately 30 ml of fluid leaked and was not contained within the instrument. The customer stated that the instrument did not generate any error messages for this event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched for this event. The customer discovered a loose tubing on blood sampling valve (bsv) fitting 8 and proceeded to re-attach the tubing onto the bsv to resolve the leak. Failure mode of the leak is attributed to a loose tubing on bsv fitting 8; the customer re-attached the tubing to resolve the leak. Beckman coulter internal identifier for this report is (B)(4).